Event description:
It was reported that customer experienced cgm error and needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, successfully performed reset without error recurring, and then successfully started sensor session, with no further issues reported.